Manufacturer narrative:
(B)(4).

Event description:
It was reported that the physician wanted to view the patient¿s atrial high rate electrocardiograms (egms) on the device before prescribing anti-coagulation medication because the patient does not tolerate the medication well. The device did not save the egms for atrial high rate episodes even though it was programmed on. The physician was concern that the egms were not available for a proper diagnosis of atrial fibrillation. Earlier egms for the atrial high rate episodes were noisy and appear to be too short to be atrial fibrillation. The atrial high rate egm criteria were reprogrammed on the device. The device remains in use. No patient complications have been reported as a result of this event.